Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the battery reamer/drill device would not stop running until the battery device was removed. It was reported that there was no delay in the procedure as an identical spare device was available to complete the procedure successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device will not stop running until the battery is removed was confirmed. An assessment was performed on the device and it was observed that the device runs on its own when the battery was connected without pressing the trigger, emits an unusual noise, failed cannulation test, and the trigger was sticking. It was further observed that there was an unusual liquid substance found on internal components, the electronic control unit (ecu) was damaged, the cap nut was damaged, and there was corrosion inside the gear assembly. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.